Event description:
The customer reported the spo2 measurement on their intellivue measurement server remains at 100%, regardless of the sensor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.